Event description:
It was reported that the pacemaker was explanted due to normal battery depletion. A non-boston scientific lead was surgically abandoned due to product performance issues. System was replaced successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).